Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The cust, had rct and crown done on tooth #5, due to prevent the tooth from breaking further. And now the aligners are not fitting well. Per (B)(6), we can move forward with dual ref, due to the customer is not at eot. And did have a partial tx on the lower arch.